Manufacturer narrative:
The insulin pump was received with all buttons functioning properly and no damage on the keypad assembly. There was no button error alarm. The insulin pump was received with cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 536 mg/dl. Customer treated their high blood glucose with manual injections. Customer could not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.